Manufacturer narrative:
(B)(4). The returned complaint device passed external visual inspection and photos were taken. However, a "call tech support" error message was observed on the receiver screen. This complaint was deemed reportable upon completion of device evaluation on 01/09/2015. The customer complaint was confirmed. The root cause was determined to be a defective component in the receiver's printed circuit board.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a firmware error message was displayed on the receiver screen on (B)(6) 2014. At the time of contact, the patient did not report any injury or medical intervention.